Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 (air in tubing)/2367 alarm, which occurred on the homechoice (hc) during use, during initial drain. The patient line was not properly primed before connecting. The baxter technical service representative (tsr) advised him to call his registered nurse (rn) in the next 24 hours and let her know what happened. They would start over with new supplies and call the rn. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Per the customer the sample was not available and the lot number was unknown, therefore no evaluation or batch review could be performed.